Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where the physician noticed a type iiib endoleak of the ovation graft. There are currently no plans for re-intervention and there has been no additional patient sequelae reported.

Manufacturer narrative:
Upon receiving additional information for this event, it was discovered that this complaint has been previously reported under 3008011247-2017-00030. There is no new information to report.